Event description:
It was reported that (1) device was used during a laparoscopic procedure. It was reported by the affiliae that the tx30b instrument would not staple (seems empty). Another instrument was used to complete the case. There was no consequence to the pt.